Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2316-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient will undergo a revision procedure wherein the splitter will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient will undergo a revision procedure wherein the splitter will be replaced.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. The fractured cables at the clik anchor site resulted in the reported high impedances.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances. The patient will undergo a revision procedure wherein the splitter will be replaced.